Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On an unknown date, this patient underwent total arch replacement with elephant-trunk technique to repair a stanford type a aortic dissection. On (B)(6) 2016, the patient underwent endovascular procedure using a conformable gore® tag® thoracic endoprosthesis since the aortic arch had enlarged. The endoprosthesis was implanted distal to the origin of the left subclavian artery, and its proximal portion was located inside the previously implanted vascular graft. It was reported that the diameter of the thoracic aorta near the distal end of the endoprosthesis was 30.3-31 mm, so the distal portion of the endoprosthesis was oversize against the patient's aorta. The patient tolerated the procedure. On (B)(6) 2016, follow-up imaging revealed a re-dissection of the aorta. The dissection was located from distal portion of the endoprosthesis to the abdominal aorta. Reportedly, it could not be determined where a tear was located. The patient developed a disseminated intravascular coagulation (dic), and the physician elected to perform additional procedure. On (B)(6) 2016, two conformable gore® tag® thoracic endoprostheses were additionally implanted to repair the dissection. The first endoprosthesis was implanted about 1 cm proximal to the celiac artery, and the second endoprosthesis was implanted to bridge the first endoprosthesis and the previously implanted conformable gore® tag® thoracic endoprosthesis. After that, the procedure was concluded. The patient tolerated the procedure.